Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the cautery spatula involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint. The instrument was found to have the overmolded adapter broken. A piece approximately 0.143" x 1.26" was found to be broken off the adapter. The broken piece was not returned. This failure is most commonly caused by mishandling/misuse. The root cause of this failure is attributed to user.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the customer was unable to attach the cautery spatula as intended. Another instrument was used. The procedure was completed as planned with no reported injury.